Manufacturer narrative:
Insulin pump received with all buttons responding properly. Insulin pump had corrosion on keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed for a button error. The issue was not resolved with a battery change. The insulin pump had not been dropped or bumped. The blood glucose reading was 8.5 mmol/l. Nothing further was reported.